Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction. It was communicated verbally to cardioquip, the patient had died during the case, but the death was not directly caused by the device's malfunction. No further patient information was provided. Cardioquip's investigation determined the heater was nonfunctional. Following replacement, the device passed inspection, and is fully operational.

Event description:
This device is being brought in for depot repair after being held for an internal investigation by the customer. The device's exposed heater wires made contact with the device's frame and rendered the heaters nonfunctional. This device was involved in a case in which a patient death occurred, but the customer reports that the device was not the cause.